Manufacturer narrative:
The investigation into the self-check error on the automated impella controller (aic) has been completed. Data analysis: imc logs confirm that there was loss of communication between the pbm and epc as evidenced by the powermod_1 communication failure error. I.e [(B)(6) 2024 13:58:00 sau_ser10 received duplicate command seq: 43540. Send ack eok !]. It was also confirmed from the logs the system self check failure occurred after the multiple powermod_1 communication errors. I.e [(B)(6) 2024 13:58:00 sau_ser10 received duplicate command seq: 43540. Send ack eok !]. Device analysis: the failure mode was reproduceable upon bootup in the lab during investigation. Visual inspection of the pbm reveled corrosion of the copper via in the vicinity of the super capacitors c69 and c70. Conclusion: the root cause of the system self check failure was contamination of the pbm board from electrolyte leakage of super capacitors. Electrolyte leakage corroded traces of the pbm leading to loss of communication between the epc and the pbm.

Event description:
The complainant in japan reported that the automated impella controller (aic) had a system self check error alarm. The aic was exchanged. There was no patient involvement.